Event description:
Hosp complains that the vest is not suitable for pts. The material is not pliable and is extremely restrictive. One pt almost choked because the zipper in the back was so restrictive it did not give. Restraint came up around neck and rough edges on restraint caused abrasions around the pt's neck in a matter of seconds. Lot number given as relating to the incident device are for large size vests.